Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported before use that a cardiosave intra-aortic balloon pump (iabp) had a helium leak. No patient was involved.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and found o-ring on the back of the console tore and fell off. The fse replaced o-ring and performed functional tests. Returned unit to service.

Event description:
N/a.